Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusions set tap not sticking event on (B)(6)2023. Infusion set came off middle of set wear. No further information available